Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject guidewire was fractured inside the patient. No clinical consequences were reported to the patient due to this event. No additional information available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue 'guidewire distal tip broken/fractured during use'.

Event description:
It was reported that during the procedure, the subject guidewire was fractured inside the patient. No clinical consequences were reported to the patient due to this event. No additional information available.